Event description:
Vascular compromise [vascular skin disorder] ([pain], [skin discolouration]). Case narrative: on (B)(6) 2026 the spanish subsidiary notified teoxane about an adverse event. According to the information received from the injector, a patient was injected on (B)(6) 2026 with rha 2 in the temples. The same day the patient experienced a discoloration of the frontal region and the frontal hairline (left side), accompanied by pain. A vascular compromise was diagnosed. The case was assessed as reportable. On (B)(6) 2026, the patient received several cycles of hyaluronidase (4500iu in the morning and 1500iu in the afternoon). The following day, the patient received an additional injection of hyaluronidase (1000 iu). The patient was still experiencing pain; therefore, an ultrasound was performed to verify the vascular flow, and hyaluronidase was then injected into the areas where flow obstruction was detected. A total of 16 000iu of hyaluronidase was injected (both concentrated and diluted). The patient was also prescribed an analgesic treatment (adiro), aspirin, (300 mg), corticosteroids (urbson), topical treatment (murovasina topica) and hyperbaric oxygen therapy sessions. After 6 hyperbaric oxygen therapy sessions the patient reported no pain in any area. Moisturizing creams and sunscreen containing tranexamic acid have been also prescribed to prevent pigmentation. Despite several reminders no additional information was retrieved therefore the case was closed as this. Imdrf annex g is erroneous is this case. Please consider code g04127 ¿ syringe.

Manufacturer narrative:
Vascular complications are rare and serious side effects, although they are widely known and documented in the context of dermal filler injections. They are related to the accidental injection of the product inside a blood vessel, leading to its occlusion, or to a high amount of product injected near a vessel, leading to its compression. The local deprivation of blood supply causes tissue anoxia. If enough hyaluronidase is injected on time, symptoms can be fully resolved without sequelae. If the vascular complication is not detected, diagnosed, and treated promptly, it can lead to skin necrosis. The risk of such adverse reactions is mentioned in the instructions for use of teoxane products. This is default text configured for block h10.